Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and the battery was missing. A review of the event history log identified battery communication timeout (due to missing battery from customer). During the functional testing the reported issue was unable to be duplicated. All the buttons on keypad are working as intended. Customer did not disable the battery communication timeout alarm (missing battery from customer) before using any buttons on the keypad. The root cause of the issue was related to improper use by the customer. Performed preventative maintenance, power up process, and all functional tests which passed.

Event description:
It was reported that the pump exhibited a display and keypad freeze. No patient involvement or injury was reported.